Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a valve-in-valve implant of a 29mm sapien 3 valve into a non-edwards surgical valve, in the aortic position by transfemoral approach. The sapien 3 valve was placed too low. Although there was no paravalvular leak (pvl), there was a risk of migration into the left ventricular outflow tract (lvot). Therefore, a second 29mm sapien 3 valve was implanted successfully. The patient was fine and discharged. As per medical opinion, the perceived root cause of the reported event could be the difficult visualization because of no fluoroscopic markers on non-edwards surgical valve and despite two pigtail catheters placed into non-coronary cusp (ncc) and left coronary cusp (lcc), it was felt that the pigtail in the ncc was not in the right position.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve malposition was unable to be confirmed as relevant imagery or medical records was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. As reported, 'the sapien 3 valve was placed too low, although there was no pvl, there was a risk of migration in to the lvot. Therefore, a second 29mm sapien 3 valve was implanted successfully. Patient was fine and discharged.' As per medical opinion, the perceived root cause of the reported event could be the difficult visualization because of no fluoroscopic markers on freestyle and despite two pigtail catheters placed into ncc and lcc, it was felt that the pigtail in the ncc was not in the right position.' Per training manual, a coplanar view is critical for correctly positioning and deploying the thv. As such, available information suggest that procedural factors (difficult visualization) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.